Event description:
The syringe pump alarmed for volume delivered. Found the syringe was not engaged into the pinch clamp and pump was running as if delivering the feeding. No feeding was delivered. Entire feeding was left in the syringe.